Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ stent embolization (dislodgement). (Deformation problem). Evaluation conclusions: inherent risk of procedure ¿ stent embolization (dislodgement). User error contributed to event ¿ (excessive force was used when attempting to deliver the stent.)

Event description:
Evaluation summary: the stent was not returned with the delivery system. Crimp impressions were evident along the balloon.

Manufacturer narrative:
(B)(4).

Event description:
Physician attempted to deploy a resolute integrity 3.5x38mm drug eluting balloon. The target lesion was in the mid right coronary artery. Lesion had severe tortuosity, moderate calcification and 85% stenosis. It was reported that resistance was encountered when advancing the device and excessive force was used. Stent was unable to be delivered, reason not specified. The stent dislodged from the delivery system during removal. No patient complications were reported.